Event description:
The customer reported a non-reproducible troponin I (access accutni+3) results for five (5) patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 results were reported outside the laboratory. The customer repeat tested the samples on this unicel dxi 800 access immunoassay system and obtained erratic results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Level one (1) quality control (qc) for access accutni+3 was out of the customer's established ranges prior to and after the reported event. Levels two (2) and three (3) qc for access accutni+3 were within the customer's established ranges prior to and after the reported event. The customer had a passing access accutni+3 calibration and system check. Sample processing information, such as collection tube type, centrifugation time and speed were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
(B)(6). (B)(4). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted a clog in the sample probe which appeared clogged and dirty. The fse replaced the sample probe. The fse noted reagent pipettor number two was leaking. The fse replaced the fitting and the face seals. The fse proactively replaced aspirate probe peri-pump tubing and the aspirate probes. The fse replaced the sample wash tower and the seals on the wash towers. The fse cleaned the reagent wash towers. All verification testing passed within specifications. In conclusion, a hardware malfunction is the cause of the reported event. The clogged sample probe could lead to sample quality issues such as carryover as samples are aliquoted into sample vessels.